Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# j0546526v, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# j0546525v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that antenna locator and an impedance test were performed. It was reported that they could see the implantable pulse generator (ipg) was moving in the pocket. It was reported that therapy was good, but there were just issues recharging. Additional information received reported that the device was revised and moved lateral. It was stated that the patient was fine and there were no issues. Additional information received reported that there were no issues with the new device. Additional information received reported clarification on patient events. It was stated that the patient had the initial implant procedure for the new device, but due to patient obesity the healthcare professional (hcp) had to do another procedure to move the device more lateral to improve the patient¿s ability to have good coupling and recharge the device. It was reported that the revision was completed on (B)(6) 2014.